Manufacturer narrative:
Unit received with a critical pump error an pump motion sensor test failure found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be 0.00 mv. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's parent stated that the insulin pump had alarmed critical pump error. Customer's blood glucose was 280mg/dl at the time of the incident. It was reported that the parent had to wait for two hours until they were able to treat the customer due to not having the manual injections at the time. The insulin pump had an image of an x on the display. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.